Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds and was unable to capture. The lead was undersensing with no sensing at all. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.